Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager kept failing. A field service engineer cleaned the microswitch and molex connector contacts, applied conductive grease, adjusted the door hasp position, and secured it with new breakaway nuts. The device passed the diagnostics acceptance tests. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.